Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range shock impedance (less than 25 ohms) alert reported on home monitoring. Mean shock impedance was 34 ohms prior to alert. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.